Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would accidentally forget to lock the pump touchscreen resulting in unintentional touches which would lead to pump settings being altered. There was no reported adverse impact to the customer's blood glucose level.